Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist, during a transcatheter aortic valve replacement (tavr) valve-in-valve procedure using a 20 mm sapien 3 ultra resilia valve implanted within a pre-existing non-edwards valve via transfemoral approach, a non-edwards balloon (true balloon) ruptured during use. The balloon became entrapped within the sheath and could not be removed. The case involved implantation of a 20 mm sapien 3 ultra resilia valve within a 23 mm non-edwards valve, which was previously implanted in a 21 mm mitroflow valve. The team elected to fracture the non-edwards valve using a 20 mm non-edwards true balloon. During this attempt, the balloon ruptured and became stuck within the sheath. During attempts to remove the balloon, the right common femoral artery was ruptured, requiring placement of a covered stent to manage the perforation. The non-edwards balloon was not removed from the patient. The team subsequently deployed covered stents across the retained ruptured balloon to re-establish flow into the iliac artery. The procedure was continued via the left iliac access, and the tavr valve was successfully deployed. The patient remained stable throughout the procedure. No edwards devices are available for return. There was no reported damage to edwards devices, and no edwards device deficiency was alleged to have contributed to the event. Follow up with the fcs indicated that the balloon was getting stuck at the distal tip of the sheath. The operator attempted to remove the entire system through the sheath and was unable to. The perceived root cause of the balloon burst is unknown.